Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that immediately following the implant procedure and while coming out of anesthesia the patient could not feel her legs. The physician reported that the patient had a spinal contusion which was the cause of the paralysis. The patient's system was explanted. Device malfunction was not suspected and it was unknown if the paralysis was related to the procedure or the device. The patient is recovering and will undergo therapy.